Event description:
It is reported that a customer has been issues with the serter on their insulin pump. The patient's blood glucose was at 476 mg/d at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.